Event description:
It was reported that the pump issued alarm 20 during pumping. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer, with assistance from technical support, loaded a new cartridge using the proper technique and successfully resumed insulin therapy.